Event description:
N/a

Manufacturer narrative:
Updated fields:  d9, g3, g6, h2, h3, h6, h10. Unique device identification (UDI): (B)(4). The bactiseal catheter was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 3013886523-2021-00352, 3013886523-2021-00354. A physician reported enlargement of the ventricles of a patient with a bactiseal catheter. The catheter was used together with the 823072 (catheter) and 823162 (hakim valve). The valve was implanted to the patient via v-p shunt this year with unknown setting. The enlargement of ventricles was confirmed, therefore, the set pressure was changed. After several days there was no change in the ventricles. The catheter was also replaced on (B)(6) 2021.